Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had frequent ipg charging after a non-device related surgery. It was determined that the ipg was damaged by electrocautery that was used during the surgery. Database analysis revealed that the battery discharge profile was observed and showed signs of premature battery depletion that began immediately after the non-device related surgery. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The ipg exhibited excessive battery depletion and sleep current leakage. Vh node impedance measured low. These are the typical symptoms of the analog ic-u1 damage due to exposure to high-voltage transients, causing internal shorts in the component. The patient profile showed a sudden battery depletion rate increase some time prior to the explant procedure. It was reported that the patient had a foraminotomy procedure.

Event description:
A report was received that the patient had frequent ipg charging after a non-device related surgery. It was determined that the ipg was damaged by electrocautery that was used during the surgery. Database analysis revealed that the battery discharge profile was observed and showed signs of premature battery depletion that began immediately after the non-device related surgery. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).